Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be over delivering as they were running low. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the lows. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump, reservoir, and set will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak (did not continue dripping insulin after test). (B)(4).